Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an isolated event where false negative reactions were obtained using 0.8% resolve panel a lot vra350 exp 4/21/2020. The kell positive cells on this panel, cells #2 (donor (B)(6)) and cell #7 (donor (B)(6)) did not react with a patient's anti-kell antibody. Testing was done as part of antibody identification testing since the antibody screening using 0.8% selectogen produced 1+ positive reaction with cell#1. This screening was done on the provue analyzer. All panel testing is done by manual gel methods as per this site's policy. After obtaining all negative reactions with the 0.8% panel a lot vra350, the customer proceeded to perform further investigation using 0.8% resolve panel c lot vrc269 exp 4/21/2020 ((B)(4)) and the patient's anti-kell did not react with the untreated kell positive cells #2 (donor (B)(6)) and #7 (donor (B)(6)), but reacted 1+ with the ficin treated cells #2 and #7. (See crossref (B)(4) for details of panel c testing). The patient's own cells were antigen typed and were kell negative. At the request of tsc, the customer performed antigen typing on vra350 cell#s 2 and 7. They were properly resuspended to 3% then antigen typed by tube method for the kell antigen and 1+ reactions were achieved. Customer was satisfied the antigen is present as indicated on the antigram. The testing was done using anti-igg gel card and the 0.8% panel c treated cells were testing using buffered gel cards no reports of any noted discrepancies with any other patients. Customer has concluded this was an isolated, sample related issue. Relevant information: issue started on: (B)(6) 2020. Reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only): 15 min. Test repeated: no. Was qc affected? Qc is done on (B)(6) 2020 using weak anti-d and confirming all reactions were acceptable. Patient clinical history: no patient history of prior antibodies. Patient's diagnosis: not provided. List of medications:not provided. Transfusion history: no history of prior transfusions. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling:as per IFU. Visual appearance before use:cells and cards appear acceptable. Was the vial freshly opened? (B)(6) 2020. All results were reviewed with the customer and discussion provided regarding possible causes including varied expression of kell antigen on the donor cells in addition to the patient's antibody being weak. The limitations section of the instructions for use of 0.8% resolve panel a were emailed to the customer and reviewed the statement "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer had determined this product is able to be used for future testing and agreed to call back should issues arise.